Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) have not been yet been returned to zmc for evaluation. An initial device evaluation included review of downloaded software flag files on the last day of use. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that on (B)(6) 2017, a patient reported that he was experiencing a skin irritation under the rear therapy electrodes. The area was described as little red bumps that burned. The patient was given recommendations to increase garment changes, keep the device clean and to keep the skin dry. During a follow up later that day, the patient reported that the rash had spread to his neck and that he had metal allergies. The patient reported speaking to his doctor that day. Per the patient, the doctor recommended removing the lifevest for a while, applying benadryl gel on the irritation and take oral benadryl tablets. The patient reported that he would remove the device for a few hours and would have the device back on by 12:30 pm that day. Later that day, the patient reported he'd taken the benadryl, but the irritation was still present so he was not going to put the device back on. On (B)(6) 2017 the patient reported that he had gone to the hospital for the irritation and that he had "suspected contact dermatitis." He was prescribed an antibiotic cream, hydrocortisone and prednisone. The patient indicated that he was unsure if he would be putting the device back on. 8 hours later, the patient reported that he had gone to the ER as the irritation was spreading up his neck, hips, and groin area. He indicated it may be a nickel allergy, but he wasn't sure. During an attempt to follow up the condition of the skin irritation on (B)(6) 2017, the patient's wife reported that the patient had passed away on (B)(6) 2017. The patient's doctor's office reported that the death was cardiac related and that a couple days prior to passing the patient called in to inform the doctor that he was removing the device because it was uncomfortable. The office indicated that they had instructed to patient to continue wearing the device. Review of the associated device flag data indicates that the patient last wore the device on (B)(6) 2017.